Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a pacemaker was examined in the warehouse. Upon examination, the pacemaker was unable to be interrogated and displayed an error message. The product was not used and no patient was involved in this event.